Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were incorrect, cause was unknown. Reportedly, the customer corrected the pump date and time and resumed insulin therapy. Customer's blood glucose was 158 mg/dl.